Event description:
It was reported that while using the bd preset¿ eclipse¿ that there was a hemorrhage at the back end of the foramen structure after the collection was completed, the patient was given a second puncture.

Manufacturer narrative:
H.6 investigation summary: material #: 364390; lot/batch #: 2350193; bd had not received samples, but 1 photo was provided for investigation. The photo was reviewed and the indicated failure mode for leakage was observed. Additionally, 10 retention samples from bd inventory were evaluated by functional testing, each drawn with water, and the issue of leakage was not observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode leakage. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.